Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model was found with a deposit or dirty. It is unknown if the lens had contact with the patient as no further information has been received. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.